Event description:
Complainant alleged that while attempting to ventilate a 11-year-old male patient, the device stopped ventilating. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
The customer's report was observed during review of the device data logs. However, the device was put through extensive testing including full functional and stress testing without duplicating a failure to the device. An internal inspection found no discrepancies. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.